Manufacturer narrative:
One (1) used bifurcated monitoring kit with an unknown list and lot number was received. Testing found the list number appears to be 42597-05, transpac IV bifurcated mts kit. The ra arterial tubing of the bifurcated kit was separated from the luer. Testing found the end of the tubing had an incomplete solvent ring. The reported complaint of tubing separation was confirmed due to insufficient solvent that would lead to the tubing separation.

Event description:
The event involved an unspecified tranducer tubing that was reported as a tubing separation noted at a fused area. The customer reported that the patient arrived from the cath lab with the transducer in place. Thirty minutes later, blood was noted on the bed and the transducer was found to be in pieces with blood leaking. A tubing separation was noted at a fused area. The device was replaced with no further problems encountered. There was a report of blood loss, but no adverse event was reported and no medical or surgical intervention was required. A delay in critical therapy was reported and the customer stated that delays in pulmonary artery monitoring can cause delays in critical therapy as needed based on the pulmonary artery pressures. No other information was provided.